Event description:
It was reported that noise was observed on the right atrial (ra) lead. No changes were made. The ra lead was just being monitored. The ra lead was to be addressed at a future generator change. The patient denied any symptoms and was stable.